Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that it was reported that during hemodynamics, the invasive blood pressure (ibp) was not displayed correctly. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Analysis was performed by a philips field service engineer (fse), who confirmed the reported problem. Based on the results of the analysis, it was determined that x3 ibp required calibration. The x3 pressures were calibrated and subsequently checked, and the device was returned to the use at the customer site. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #: (B)(6).